Manufacturer narrative:
The reported event of the device blade mount locking lever coming off of the device was confirmed by a manufacturer service technician. The technician also found non-stryker parts and repairs. The device was repaired and returned to the customer.

Event description:
It was reported that during a surgical procedure at the user facility, the device disassembled. The procedure was completed successfully. The patient was given an x-ray to ensure that no pieces were left behind. No delay and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility, the device disassembled. The procedure was completed successfully. The patient was given an x-ray to ensure that no pieces were left behind. No delay and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Device failure analysis is in progress.